Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged critical pump error (open book image) alarm on event date (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up, however, missing segments/partial display was observed. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test, however, unit failed the sleep current test. Pump passed the dat at 0.08740 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification (23.1mv). The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked glass and cracked case (battery tube). Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Moisture damaged noted on pcb1. Missing segments noted due to cracked glass. Sleep current measurement failed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in h6 and h10 section.